Event description:
It was reported that during procedure,the screw was insert to bone but the surgeon try to tighten but it cannot seat into bone and graft. So, they remove and placed by the new one. An additional bone hole was required. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.